Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sore throat, difficulty breathing/short of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 16, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device was noisy, overheating, and has a service required message, sore throat, difficulty breathing, and shortness of breath. Related to CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. They did not observe a high pitch noise. Due to the customer complaint of thermal issue they performed additional testing and observed typical amount of water used. The manufacturer inspected the device externally and internally, dust like contamination at the air inlet of the blower box, light dust like contamination on top of the blower motor. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and there was no evidence of sound abatement foam degradation. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.